Manufacturer narrative:
E.1. Initial reporter address and phone: (B)(6).

Event description:
It was reported that a packaging issue occurred. When the 10 x 2.75 mm wolverine cutting balloon was selected for use, it was noted that the inner seal was opened and the outer package was damaged. Since sterility of the device was compromised, it could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that a packaging issue occurred. When the 10 x 2.75 mm wolverine cutting balloon was selected for use, it was noted that the inner seal was opened and the outer package was damaged. Since sterility of the device was compromised, it could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that when the device was selected for use, the outer box closure was not compromised.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).